Event description:
Additional information was received from a health care provider (hcp). It was confirmed that the lead was removed and replaced on (B)(6) 2016 due to the lead being broken.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient had their right lead revised on (B)(6) 2016 because of a lead fracture due to the patient's unrelated torticollis that caused a loss of therapy. It was noted that the patient was feeling weak stimulation. The rep mentioned that the right ins was at 3.72v but stimulation has been off since the lead was revised while right ins was at 3.67v and stimulation had been continuously on. A reconnection surgery to connect the lead to the existing extension was performed on (B)(6) 2016; the left and right implantable neurostimulators (ins) were also replaced to prevent the patient from having to do another surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.